Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. Perforation is an inherent risk to this type of procedure. Device discarded after procedure.

Event description:
The nykanen radiofrequency (rf) wire was used in a patient with pulmonary atresia with intact ventricular septum. With the nykanen rf wire positioned at the pulmonary valve, rf energy was delivered from the rf generator at 2 sec pulse setting. Following successful puncture, the nykanen rf wire was advanced across the valve. Approximately 5 minutes after advancing the nykanen rf wire, a snare was used to pull the nykanen rf wire through the valve. At this point, the patient's blood pressure was observed to drop and the procedure was discontinued and measures were taken to stabilize the patient. The physician suspects the nykanen rf wire crossed the valve and subsequently through the pulmonary trunk. Cardiopulmonary resuscitation was performed for approximately 30 seconds as the pericardiocentesis tray was prepared. Pericardiocentesis was performed and the patient was transferred to the operating room. Repair of the pulmonary trunk and a valvotomy of the pulmonary valve were performed. At the time of reporting, the patient's chest tube has been removed. This report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure.